Manufacturer narrative:
The insulin pump had button error alarm due to corrosion on the keypad traces. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a button error alarm. Customer's blood glucose reading was 600 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that the button error alarm did not occur right after the pump was exposed to moisture. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.